Manufacturer narrative:
The end user stated that while showering, the catheter's balloon ruptured and the catheter had to be replaced. The catheter had been inserted 10 days prior to the incident. No issues were identified during that time. The new catheter was inserted and no injury was reported. The sample was not returned for evaluation. No lot number was reported. We have not confirmed the issue or identified a root cause.

Event description:
The catheter balloon ruptured and a new catheter was inserted.